Event description:
It was reported that pressure increasing error message/missing the tube seal was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger tube seal went inside the pump and the left plunger case screw insert was broken. A review of the event history log identified pressure increasing - check infusion line. During the functional testing the reported issue of pressure increasing alarm was unable to be duplicated. Visual inspection confirmed the plunger tube seal went inside the pump. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor as a preventative measure and recalibrated all sensors. Replaced the plunger tube seal. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.